Event description:
It was reported that a right ventricular (rv) lead bipolar impedance warning was triggered and it was noted the right ventricular (rv) lead exhibited a suspected lead fracture. There were two high rate nonsustained episodes and one non-sustained ventricular tachycardia episode observed, along with lead noise observed in the electrogram (egm) in tip to ring configuration, however, no noise observed in the tip to rv coil configuration. The rv lead was reprogrammed to tip to rv coil and remains in use. No patient complications have been reported as a result of this event.